Event description:
Customer reportedly received results of 38 mg/dl and 120 mg/dl within 10 mins on the same device. No action was taken based on device results. No adverse event reported. No quality controls were used. Requested return of suspect device and replacement was sent.